Event description:
It was reported that a pump has an "air-in-line alarm then will convert to a clean lod point #2 alarm." It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.